Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: an empty opened foil and an empty labeled winding former of product j316h were returned to ethicon inc for evaluation. Upon visual analysis of the winding former, no double marks were noted in the slot from the tray, and was not possible to determine if, an extra needle was placed in-tray. No conclusion could be reached as to what caused the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained via: what was the name of the procedure? No further information is available. Please clarify how many double-armed sutures did you found: there was no double-armed suture. There were 2 needle-sutures in the package. Do you have any photos of the 2 needles with sutures like double-armed suture? No photos are available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021. Before use on patient, it was noted when opening the package, it was found that there had been 2 needles with sutures like double-armed suture, and the length of each sutures had been shorter. Another package was used immediately, and there was no bad effect to the surgery. No adverse patient consequences were reported. Additional information was requested.